Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a lost sensor alert on their insulin pump. The customer's blood glucose level was at 200 mg/dl. Customer stated that she kept getting a lost sensor error, and when she went to pull the sensor out the sensor cannula was missing. The customer was informed that the cannula was probably broken and needed to be replaced. A new sensor was sent to the customer. No further information was provided.